Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the lead wire may have dislodged because she could not feel the stimulation. The patient also stated that if she held her urine her bladder started to hurt. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.